Event description:
It was reported that the hcp was concerned that there was a "leak" at the pump and catheter connection site. The pt experienced "diminished therapy in the idds (intrathecal drug delivery system) treatment of her pain" a dye study was performed; no leakage of catheter was detected during the study. The hcp was confident that the catheter was patent. The pump contained dilaudid, 20mg/ml, 7.23 per day. The hcp planned to introduce "new flex dosing to see if this may assist in the pt's therapy." The pt was reported to be doing well.

Manufacturer narrative:
(B)(4).